Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that when two 014 hi-torque pilot 50 guide wires (gw) were removed from the box the pouches were noted to be not sealed properly and air was noted to be in the pouches. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported unsealed device packaging was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified one other incident from this lot. The investigation determined the reported/noted unsealed device packaging appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices